Manufacturer narrative:
The insulin pump had unresponsive esc and act buttons due to corroded keypad traces. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test due to unresponsive button.

Event description:
It was reported that the insulin pump was not working. The customer's blood glucose value was unknown at the time of incident. The insulin pump will be returned for analysis.